Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 9:00 - 10:00 pm after the end user received a "high" result from her prodigy diabetes glucose meter. The end user stated that she felt exhausted and could not stand. The end user was taken to the ER and upon arrival her blood glucose reading was 700 mg/dl. At this point she received fluids and insulin to assist in stabilizing her blood glucose level. After two days in the hospital the end user was discharged and instructed to follow a diet and maintain her blood glucose levels. No additional information was provided in relations to this medical event.